Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
On (B)(6) 2015, gamma3 surgery was performed. After leaving hospital, the patient fell down on (B)(6) 2015. The patient returned the hospital on (B)(6) 2015 and the penetration of u-lag screw into the abdominal cavity was found. The u-lag screw is deviating from the nail completely. The revision surgery to bipolar was planned on (B)(6) 2015.

Manufacturer narrative:
The set screw (part of the nail kit), the lag screw and u-blade (both part of the u-blade set) were classified as primary products during investigation. No deviations were found during review of the manufacturing and inspection documents (DHR). The implants returned were documented as faultless prior to distribution. During investigation no material, raw material, dimension, design or manufacturing related issues were found. The bearing points within the proximal nail hole and on the lag screw surface indicate that the lag screw was placed incorrectly: the proximal lag screw flute axis was not in line with the nail axis. Due to this the set screw was not placed into the lag screw flute like required; it was placed on the lag screw surface near the flute edge. The set screw printed a path on the lag screw surface; the path indicate that the lag screw first moved towards lateral for some mm and then towards medial. Because the set screw was not placed within the flute the lag the lag screw was not secured against medial movement so the lag screw finally left the nail and went through the femur head into the acetabulum. The bend bar of the u-blade was most likely deformed due to contact to the femur head cortex and/or acetabulum bone. The customer reported that the patient fell down and after that the lag screw migration was detected. It is very likely that the lag screw moved through the femur head into the acetabulum due to a high impact; therefore most likely the patient fell on her right hip. Additional trauma (i.e. Due to fall) and intra-operatively incorrect implant placements are adverse effects that can lead to implant failures like migration and are listed in the IFU and operative technique. No manufacturer related issues were found; the case is attributed to a user error contributed by the patient. No non-conformity identified.

Event description:
On (B)(6) 2015, gamma3 surgery was performed. After leaving hospital, the patient fell down on (B)(6) 2015. The patient returned the hospital on (B)(6) 2015 and the penetration of u-lag screw into the abdominal cavity was found. The u-lag screw is deviating from the nail completely. The revision surgery to bipolar was planned on (B)(6) 2015.